Event description:
It was reported that this pacemaker exhibited t-wave oversensing. Additionally, right ventricular (rv) intrinsic amplitudes were low measuring 1.2mv. Technical services discussed device programming options. At this time, the system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Filing a correction report to correct field a. Patient identifier and b. Date of birth.

Event description:
It was reported that this pacemaker exhibited t-wave oversensing. Additionally, right ventricular (rv) intrinsic amplitudes were low measuring 1.2mv. Technical services discussed device programming options. At this time, the system remains in service. No adverse patient effects were reported.